Event description:
A complaint was initiated for a patient who underwent a knee surgery on (B)(6) 2021. The original surgery date is unknown. The surgery occurred because of reported infection. During the surgery original implants were removed and replaced with an antibiotic spacer.